Manufacturer narrative:
Reliability analysis inspected 4 opened/used sensors and performed visual inspection. One of four sensors was found with damaged cannula, with broken part missing. Unable to confirm if customer received sensor in said condition because the customer returned opened/used. Three remained and 3 opened/used sensors were inspected and performed bicarbonate buffer test. Two of three sensors failed for low readings, one remaining sensor passed per specifications with accurate readings. Unable to confirm adhesive anomaly due to sensors were returned opened/used.

Event description:
The customer reported via phone call that the insulin pump alarmed change sensor. When she tried to put a sensor on, it pulled the needle up and the sensor would not stick to her. Customer's blood glucose level was 121 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.